Event description:
Patient reported to trained nurse that ms3 pump was alarming, error unable to be determined by patient, nurse recommended pharmacy to send new pump. Sn# (B)(4) patient did not report any adverse events nor missed doses. Dose or amount: 13.4 nkm. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: i27.0.